Event description:
Revision surgery - due to infection, poly swap.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 11644408-2023-00468, 931-36-756, s808 - infection, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.